Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). It was reported that multiple bg meters were used throughout the same sensor session. The animas vibe user's guide states: do not switch your bg meter in the middle of a cgm session. Patient's mother stated values were more than 100 points off. At the time of contact, no injury or medical intervention was reported.